Manufacturer narrative:
Findings: unit failed leak test. Unit leaked from inside reservoir tube. Unit alarmed error 38 during rewind due to corroded motor assembly. Unable to perform displacement test due to motor anomaly. Traces of moisture found at the electronic assembly per visual inspection. Unit received with broken off retainer ring and reservoir tube lip. Unit received with minors scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.